Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned, at this time.

Event description:
Per PICC rn: sr 8 ultrasound system image resolution is grainy/poor quality. Attempted troubleshooting image quality by changing the brightness and contrast with local sales rep without resolve. It is unknown if the grainy image inhibited the rn's from being able to visualize the anatomical structures or echo of the needle, the end users requested a clinical specialist to visit instead of troubleshooting over the phone.